Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while playing tennis after announcing breakfast and disconnected the ilet due to concern about excess insulin delivery; the user treated with juice and glucose tablets and later returned to target range, and education was provided on exercise effects, 15 g/15 min treatment, and appropriate meal announcements. Symptoms included dizziness associated with low blood glucose to 64 mg/dl for approximately 45 minutes. Outcomes included self-treatment with oral carbohydrates without medical intervention, assistance, or hospitalization. Investigation included review of user-reported event details and device use conditions. Investigation of this case revealed that physical activity following a recent meal announcement likely contributed to hypoglycemia, and user disconnection and carbohydrate intake resolved the event without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors associated with exercise and carbohydrate treatment rather than a device failure.